Manufacturer narrative:
(B)(4).a review of the manufacturing records for the device verified the lot met all pre-release specifications. The imaging evaluation stated the tortuosity of the right external iliac artery appears extreme with a doubling back on itself. The diameters of the right external iliac artery appear to range from 7-10mm. According to the gore® dryseal sheath instructions for use, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma and bleeding.

Event description:
On (B)(6) 2015 a patient with tortuous external iliac arteries underwent treatment of an abdominal aortic aneurysm and bilateral iliac aneurysms with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. Both internal iliac arteries were embolised. A trunk-ipsilateral leg component was inserted via the left femoral artery, advanced and deployed successfully. A contralateral leg component(pxc141400) was inserted via the right femoral artery into the contralateral gate and successfully deployed. Another contralateral leg component (pxc121400) was inserted via the right femoral artery to further extend into the right external iliac artery. Gore® viabahn® endoprosthesis with heparin bioactive surface(pah131002) was inserted via the right femoral artery to further extend into the right external iliac artery. The gore® viabahn® endoprosthesis with heparin bioactive surface would not track past the distal end of the distal most contralateral leg component, so an attempt was made to pull the undeployed gore® viabahn® endoprosthesis with heparin bioactive surface back through the 12fr gore® dryseal sheath(sdv1228). However, the distal end of the gore® viabahn® endoprosthesis with heparin bioactive surface would not track back into the 12 fr sheath and the deployment cord on the gore® viabahn® endoprosthesis with heparin bioactive surface broke. The 12 fr gore® dryseal sheath,gore® viabahn® endoprosthesis with heparin bioactive surface delivery catheter and undeployed gore® viabahn® endoprosthesis with heparin bioactive surface were all successfully removed from the patient. A 16 fr gore® dryseal sheath (sdv1628) was then inserted into the right femoral artery and advanced into the right external iliac artery. The patient's blood pressure dropped and an angiographic run showed that the right external iliac artery had been perforated. A surgical cut down was performed and the perforation was surgically repaired. A contralateral leg component (pxc121200) was then inserted via the right and was used to extend the pxc121400 into the right external iliac artery. Another contralateral leg component (pxc141200) was inserted via the left to extend into the left external iliac artery. Final imaging was performed and no endoleaks were seen. The patient received blood replacement products, was extubated and recovered on the ward.on (B)(6) 2015 it was reported the patient is well.